Event description:
It was reported that there was a possible output circuit damage alert for the device of an asymptomatic patient. The patient had undergone heart bypass surgery, during which time hv therapy was not temporarily suspended. The patient received hv shocks during the procedure. The issue was resolved non invasively by redownloading device firmware.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.